Event description:
It is reported that the device was implanted in 2006, and revised in 2008.

Manufacturer narrative:
Evaluation summary: the versys fm taper stem and acetabular cup were in vivo for 13 months until cup loosening required a revision. Surgery notes, pre-op and post-op x-rays were not provided. It is unknown if the stem had good fixation or was revised. The stem may have contributed to cup loosening by improper leg length, improper offset, incorrect orientation, or stem loosening. However, most likely, the stem was not the factor in loosening of the acetabular implant. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.